Manufacturer narrative:
On decemeber 14, 2006, a lemaitre sales representative spoke with a nurse. They discussed the submittal of the MDR report. She felt that the statement of the loss of blood may be inaccurate. She wanted to verify this statement and get back to the lemaitre sales rep. In addition, rn said she still had the device. The next day, the lemaitre vascular sales representative visited the hospital. The nurse had left for the day. He e-mail her to return the device to lemaitre vascular for evaluation. The device has not yet been returned for evaluation. A follow-up call was made on 01/04/2007 for rn to return the device. In addition, a request of the condition of the vessel in which the device was used. A follow-up report will be sent after the evaluation of the device and response to the questions. The device history records were reviewed and all mfg and qc steps were completed in accordance to the procedure.

Event description:
A volunteer report was submitted to the FDA on october 26, 2006. This report was then faxed to lemaitre vascular on december 5, 2006. In this incident, the patient had on occluded femoral popliteal composite graft of the left leg. She underwent surgical popliteal graft; angiogram; redo femoral popliteal bypass with a 6mm distaflo ptfe graft. The previous graft was opened and the lemaitre single lumen embolectomy catheter was passed approximately 60cm. The balloon was inflated, but it would not deflate. After trying to aspirate the balloon with a 1 ml syringe, the surgeon finally had to forcibly remove the balloon. An angiogram was performed that showed two area of leakage of contrast from the posterior tibial artery, which was felt to be due to blood loss for this case was 200cc. There were no other intraoperative complications and the patient went to the recovery room in stable condition. The patient did require a blood transfusion postoperatively.